Event description:
Gelfoam powder - (B)(4)- packaging is not opening properly. The envelope is not pulling apart the way it is designed to open. Rather, the package is tearing in an irregular fashion which makes it impossible to remove the powder aseptically in the operating room. This forces the product to be discarded and wasted and another package to be used. This had not been a common occurrence until recently and it has been happening frequently over the last month. -lot # obcja exp 08/2013-. We speculate that this could be due to a change in the adhesive being used on the packaging. Dose or amount: 1 gram powder, frequency: as needed, route: top. Dates of use: noted (B)(6) 2011. Diagnosis or reason for use: surgery. Gelfoam one gram single-use sterile powder. It was not used due to the packaging not opening properly. Defective packaging prevented aseptic removal of the product in the operating room. The product was not used due to this packaging defect and it was discarded and replaced. This happened two separate times with two separate packages on (B)(6) 2011 and has been noted to have occurred multiple other times in the recent past by operating room nursing staff.